Manufacturer narrative:
During the eval of the device at the MFR's service center, the device failed a step during testing. The failure appears to be caused by contamination found within the device. The device's sensor board will be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of the estimate.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury to the pt.